Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: (B)(4). It was reported that the patient's extensions had migrated. Surgical intervention was undertaken and the extensions were explanted and replaced.

Manufacturer narrative:
Event date is estimated. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.